Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
(B)(4). The provider states the caster is broken on the base from order number (B)(4). No injuries noted. The caller didn't have additional information regarding the issue (B)(4).